Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of tubing filter was leaking could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a valid lot number was not provided by the customer. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported that the ext set 0.2 micron filter ss dehp free IV tubing leaked during use. The following information was provided by the initial reporter: "nurse saw fluid leaking on floor under IV tubing. Checked the tubing connections for leaks and saw that one of the IV tubing filter was leaking from the rectangular part. No visible crack was seen. This is similar to other IV filter tubing leaks seen m the past. Only d51/2 normal saline (ns) was infusing through this line. Other tubing/line had chemo but this one did not. It was the line used for medications. Filter is bd smartsite extension set 0.2 micron low protein binding filter ref 200727e."

Manufacturer narrative:
Date of birth: unknown. The patients age was used to determine a placeholder date for this field. Medical device expiration date: unknown. FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the ext set 0.2 micron filter ss dehp free IV tubing leaked during use. The following information was provided by the initial reporter: nurse saw fluid leaking on floor under IV tubing. Checked the tubing connections for leaks and saw that one of the IV tubing filter was leaking from the rectangular part. No visible crack was seen. This is similar to other IV filter tubing leaks seen m the past. Only d51/2 normal saline (ns) was infusing through this line. Other tubing/line had chemo but this one did not. It was the line used for medications. Filter is bd smartsite extension set 0.2 micron low protein binding filter ref 200727e."